Manufacturer narrative:
Lot - unk as not provided by reporter. Exp - unk as lot is unk. Thrombus and occlusions are labeled in the IFU. Event eval: still under investigation.

Event description:
A male pt initially had the zenith flex aaa endovascular graft bifurcated main body implanted on (B)(6) 2009. The pt came in for his 1 year check up. The physician noticed thrombosis within the graft and the pt has ischemic legs. The physician suspects that the thrombosis within the endograft is embolizing into the legs. The pt is scheduled next week for a procedure to realign the graft to try and trap the thrombosis and prevent future embolism. Update received on (B)(6) 2012 by the area rep: on (B)(6) 2012, the pt went in for a procedure. Two main body extensions and three iliac legs along with one device of another MFR's were used to realign the existing graft. There was no sign of any thrombosis within the new devices. The pt had distal pulses in both legs. The procedure was ended and the pt was discharged with no adverse events.